Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.  Phone complete entry = (B)(6). This issue was previously reported under MDR number 3005094123-2022-00307-00 under a different suspect device.

Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for multiple patient samples. The following data was provided: patient 1 initial result = 6563 pg/ml, repeat = 31 pg/ml, and patient 2 initial result = 6961 pg/ml, repeat = 11.4 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Additional information h4 - device mfg date. Service inspected the instrument, performed extensive troubleshooting, replaced the valve, manifold kit, the pre-trigger and tigger valve, manifold kit (rohs). Replacing the parts resolved the issue as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the valve, manifold kit, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial (B)(6) , or the valve, manifold kit, was identified.